Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that a lead integrity alert was triggered due to an apparent lead fracture and high impedance on the right ventricular lead. The lead was capped and replaced. No patient complications were reported as a result of this event.